Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode. The device was decided to be exchanged. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, the clinically observed error message was reproduced. Memory review confirmed that the device underwent a reset due to memory corruption which resulted in the observed error message. Following the reset, the device reverted to a safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. The root cause of the memory corruption could not be established.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode. The device was decided to be exchanged. No additional adverse patient effects were reported. The device was returned for analysis.